Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. A new cartridge was successfully loaded onto the pump to resolve the issue. The pump also indicated a data log corruption and subsequently, multiple cartridge alarms (cartridge alarm 06) occurred with multiple cartridges. Reportedly, the customer was not outside of the labeled operating altitude range. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.